Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 2 should have been listed as 05dec2024.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV. Healthcare professional later confirmed patient does not have capsular contracture and reported "deflation". Device was explanted.

Event description:
Healthcare professional reported, right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as surgical damage and delamination on the diaphragm valve assessed as adhesive failure. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted.